Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was some discharge directly at the line insertion site (the patient stated md was aware), the line was fine. It was reported that the pump did not alarm, the other pump was the only one that alarmed. It was confirmed that the other pump was alarming with a downstream occlusion alarm. There was patient involvement but no patient harm.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.